Event description:
The customer stated that a falsely elevated architect ca 19-9xr result of 542 u/ml was generated for a patient sample that retested at 2 u/ml multiple times. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint trending did not identify atypical complaint activity related to discrepant patient results. The lot search did identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 29274m500. Acceptance criteria were met, which indicates acceptable product performance. A review of labeling concluded that the issue is sufficiently addressed. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is no malfunction as the issue was for a discreet patient sample and multiple retests generated the expected result.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).